Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus 5.0cm cuff, balloon, and pump was explanted and a new 4.0cm cuff, balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus 5.0cm cuff, balloon, and pump was explanted and a new 4.0cm cuff, balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.